Event description:
It was reported by service report that the headend of the bed was stuck at an elevated height and would not raise or lower. The customer reported that they did not now if there was pt involvement or if there were adverse consequences to report.